Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing on the ventricular channel. Technical services suggested adjusting the sensitivity to correct the oversensing malfunction. No adverse patient effects were reported. This pacemaker remains in service.